Event description:
Healthcare professional reported right side capsular contracture unknown baker grade, rupture, "liquid collections," and "microcalcifications scattered across the breast parenchyma." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed in the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Calcification: unable to observe since it is a medical event and is not related to additional observations: wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, corrected, or changed data: b.5, d.7, g.1, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma, capsular contracture, baker grade unknown, and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture unknown baker grade, rupture, "liquid collections," and "microcalcifications scattered across the breast parenchyma." The device remains implanted.